Event description:
It was reported that the ventilator alarmed for airway obstruction repeatedly; the patient showed already signs of respiratory acidosis. The users bridged patient support with a manual breathing bag and performed a self-test with the ventilator to exclude it as the source of obstruction. It was thereby noticed that the self-test failed due to an issue with the expiratory valve. The valve has been replaced; the patient was reconnected to the device, blood gas readings reportedly went back to normal range quickly.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device. Hence, the evaluation and assessment of this case had to be done based on the written description. The user stated that the airway obstruction was related to physiological circumstances (bronchospasm). The contributing factor of the expiratory valve malfunction which was found during the self test the users had performed during their remedies could not be clarified - the nature of the malfunction of the valve wasn't further specified. And, it was mentioned that the users did not perform a pre-use check with the device before the ventilation episode of the particular patient started. The valve may have become contaminated with body fluids during use, the membrane may have become dislodged, other scenarios would be imaginable as well and, a differentiation is not possible due to lack of information. Dräger concludes the following: basically, the obstruction was related to patient condition. The ventilator had responded as designed upon that - the user's report contained the information that the device had repeatedly alarmed within the two hours prior to start of user intervention. The basic device had no issue; it could be used further after replacement of the expiratory valve. The expiratory valve is available in two versions, a disposable and a reusable one. The reusable one must be partly disassembled for reprocessing and re-assembled afterwards. It is not known for the particular case which type was in use; a relation to misassembly after reprocessing can't be fully excluded. However - based on experience, technical issues with the valve or cases of misassembly would rather lead to leakages and not to obstructions. In any case - if the condition of compromized valve function is present before use already, the pre-use check will detect it and thus, it is important to follow the recommendations of the manufacturer. Appropriate responding to ventilation-related alarms in a timely manner is also under responsibility of the user.